Manufacturer narrative:
The manufacturer is following up with the implanting facility to obtain additional details. A follow-up report will be submitted upon availability of new information.

Event description:
The manufacturer was notified of an event involving a perceval plus size m valve. The following provides a summary of all information currently available to the manufacturer. A perceval plus pvf-m valve was implanted in a female patient on (B)(6) 2026. The valve was initially well seated, with intraoperative transesophageal echocardiography showing appropriate sizing and no evidence of paravalvular leakage. Two days later, follow-up transesophageal echocardiography showed a significant paravalvular leak and CT scan imaging revealed folding of the valve. The surgeon is currently considering balloon dilatation of the valve and, if unsuccessful, valve explantation. No further information is available at this time. The manufacturer is actively following up with the implanting facility to obtain additional details.